Manufacturer narrative:
Device evaluated by MFR: it is indicatedc that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: corrected from: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. To it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was further reported via voluntary user medwatch (B)(4) that the wire was an iq wire, not a pt2 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the tip of the guide wire detached. The 85-90% stenosed ostial target lesion was located in the heavily calcified proximal left circumflex artery. An unspecified ostial lesion was also located in the "small branch" of the ramus artery. A pt2 moderate support 300cm j-tip wire was advanced, encountered difficulty crossing the acute angle of the ostium which resulted in "constant" flexing of the guide wire. The wire was eventually able to cross the target lesion. A promus stent was advanced over the wire. The wire "came back" and it was noted that the distal tip of the wire had detached and was lodged distally in the ramus artery. The promus stent was implanted to treat the target lesion. No additional patient complications were reported and the patient's status is ok.

Event description:
It was further reported that the detached wire tip remains in the patient.